Event description:
Healthcare professional reported approximately 4 months after injection with juvederm voluma with lidocaine in the nasolabial folds, marionettes, and cheek bones the patient developed swelling, sensitive nodules, and erythema from the lower eyelid to the marionette area including the cheeks, submalar area, and corner of the mouth. Patient was treated with oral "antibiotics" and "steroid" injections; symptoms resolved "a few days" after treatment.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of swelling, sensitive nodules, and erythema are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for this event.